Manufacturer narrative:
This device was resterilized through our open/unused process. Qa reviewed the complaint filed and concluded that the breakage was most likely the result of localized distortion caused by a foreign object within the introducer.

Event description:
One side of the peel away catheter broke off during procedure. Physician was able to successfully remove all pieces from the pt.